Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that the patient's lead was explanted and replaced. Effective therapy was established postoperatively.

Event description:
It was reported that the patient's s1 drg lead migrated. As a result the patient lost effective therapy. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated.